Manufacturer narrative:
On-site investigation was performed by field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, this failure occurred during pre-use check and the problem was related to defective o2 hose. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015. ¿ h3 other text : 4119.

Event description:
It was reported that the ventilator indicated leakage sound from o2 house. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).